Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having inappropriate mode switch (ms) episodes and there was noise on the atrial lead with movement. It was also reported that patient exercise produced atrial oversensing. A crack in the insulation or degradation of the lead was suspected. Sensing assurance was programmed off. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was having inappropriate ms episodes and there was noise on the atrial lead with movement. It wsa also reported that patient exercise produced atrial oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The physician and hospital was added replacing the previously reported employee as complainant, changed device 1 oper code to lay user/patient. Due to reprogramming performed the event type also became injury. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was interference/noise observed in the atrial pathway and atrial oversensing.